Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced low blood glucose and it was recurrent at early hours of the morning. Customer¿s blood glucose level was 2.7 mmol/l. Customer¿s blood glucose value was 7.2mmol/l at the time of call. Customer did not experience any symptoms of low blood glucose value. Customer treated low blood glucose with food and glucagon. It was unknown about auto mode status. No further complications were reported. Troubleshooting was performed; however, the insulin pump will not be returned for analysis.